Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent unknown surgical procedure on an unknown date and mesh was implanted. The patient underwent colectomy and experienced abdominal discomfort. On (B)(6) 2015, during an unknown surgical procedure, mesh calcification on the abdominal wall was found and mesh was removed. The current patient status is reported as doing well.